Manufacturer narrative:
Initial reporter city: (B)(6).

Event description:
It was reported that balloon rupture occured. The 100% stenosed target lesion was located in a shunt in the moderately tortuous and mildly calcified vessel. A 6.0 x 40, 40cm mustang balloon catheter was advanced for dilatation. However, during the fifth inflation at 20 atmospheres for 90 seconds, the balloon ruptured. The procedure was completed with another of the same device. There were no patient complications nor injuries reported.